Event description:
It was reported that approximately 47 months post implant of a bifurcated device and two infrarenal aortic extensions, the devices were explanted. Reportedly, a persistent type ii endoleak was noticed from a lumbar artery and the physician elected to explant the devices and perform an open repair. The procedure was concluded with success, and reportedly the patient was doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned and hence device evaluation could not be performed. Intra-operative images were provided for clinical assessment and review of records indicated type ii endoleaks from the inferior mesenteric artery (ima) and other lumbar arteries. Type ii endoleaks are not considered related to the design of the device. Placement and overlap of the device appeared to be sufficient. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.